Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 year and 10 months post-implant of a 23 mm sapien 3 ultra resilia valve in the aortic position, a request to work up the patient was received. An echo from approximately 1 year and 10 months post implant showed: a 23mm edwards sapien 3 ultra resilia bioprosthetic valve is present in the aortic position and is seated properly. Prosthetic valve flow velocity is increased due to prosthetic valve dysfunction. The bioprosthetic leaflets appear thickened and restricted in motion. There is severe aortic valve stenosis present. The aortic valve max velocity is 483.80 cm/s. The aortic valve mean gradient is 58.0 mmhg. The patient was subsequently hospitalized later in the month for acute shortness of breath and hypoxemia with pulmonary edema. A workup confirmed at that time the significant jump in their valve gradient and it was recommended they consider an aortic valve replacement and mitral valve replacement. The patient was discharged for outpatient follow up for this consultation given that they were found to be out of network for care. A redo tavr is less ideal if no improvement. Double valve surgery with mechanical valves would be risky but more durable. Patient amenable if recommended. The patient is currently scheduled to see CT surgery to discuss a surgical aortic valve replacement (savr).

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been added: b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was received. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3/ s3u/ s3ur thv IFU was reviewed. Warnings note, 'accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism'. Potential adverse events include, 'exercise intolerance or weakness', 'valve stenosis', and 'structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis)'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for leaflet thickened/halt, leaflet motion restricted-in patient and stenosis were confirmed based on the information available to date. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Leaflet motion restriction which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Leaflet motion restriction may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, limited information was provided; therefore, a definitive root cause is unable to be determined at this time. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, a thickened leaflet/halt was reported. Thickened leaflet/halt may reduce the eoa (effective orifice area) of valve, and abnormal coaptation with narrow opening, leading to stenosis as reported. Additionally, the patient had restricted leaflet motion, which could prevent proper leaflet coaptation, resulting in stenosis. As such, available information suggests that patient factors (thickened leaflets, restricted leaflet motion) may have contributed to the complaint event. However, a definitive root cause is unable to be determined, and it is possible that other, unreported patient factors may have also caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.